Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2015 due to lack of external rotation. The glenosphere, humeral tray, taper adaptor and humeral bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "inadequate range of motion due to improper selection or positioning of components, lack of rotator cuff, and inadequate function of the deltoid."